Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to arjohuntleigh that while lowering a patient utilizing maxi move passive floor lift, a spreader bar detached from a lifting arm of the device and landed on the patient lap. No injury was reported as a result of the incident.

Manufacturer narrative:
An investigation was carried out into this complaint. It was reported that while lowering a patient (male, (B)(6)) utilizing maxi move passive floor lift, a spreader bar detached from a lifting arm of the device and landed on the patient lap. Fortunately, no injury was reported as a result of the incident. At time of the incident the device was in usage for approximately 9 years. When reviewing reportable events for maxi move passive floor lift we have found a very low number of other similar cases - disengagement of the spreader bar assembly from load cell securing bolts. No trend for these events exists. The device was inspected by arjohuntleigh representative after the incident. It was found in general fair condition - some damage to paintwork on chassis and legs were noticed. Electrical functions of the device were working correctly upon the inspection. The spreader bar was found to be detached completely from the lifting arm via the 2 x 12mm securing bolts - there was some evidence of thread lock on the bolts and they were not damaged. In course of the investigation, it has been tried to establish the most likely root cause of the reported failure. The involved maxi move lift was being serviced not by arjohuntleigh but a third party company. Unfortunately, the parts affected by the detachment (lifting arm assembly) were not available to be returned for further inspection. We were not permitted for review of service history of the device either in order to determine if servicing of the maxi move was being conducted in accordance to procedures outlined in the maintenance and service manual for the product. Following maxi move operating and product care instructions provided with each sold device: "the unit is cared for and serviced in accordance with recommended, published "operating and product care instructions" and the "preventive maintenance schedule". "The unit is maintained to the minimum requirements as published in the "preventive maintenance schedule". "The servicing and product care, in accordance with arjo requirements, must begin on first use of the unit by the customer." The service matrix presented in the maintenance and service manual informs that the t bar (spreader bar to lifting arm) attachment contacts are to be checked by service personnel every 24 months. As per 7.14 section of the manual: "visually check the security of the 4 off load cell screws that retain the load cell to the jib. If the security of the screws is suspect check the torque of the screws: torque should be 72 nm (53 lbf ft). Any movement of the screws will necessitate removal of the screws and re-installation using loctite 243 on the threads and a recalibration process." Since any other details (service history records, faulty parts for return) were not become available, it can be speculated only that the bolts had not been tightened according to the quoted servicing requirements which has led to the detachment as a consequence. Loctite should have been applied to the bolts in order to make the bolts secured. From the above analysis, we cannot point out any specific root cause that could have contributed to the detachment with certainty, however inadequate service procedure of the device by the third party cannot be excluded from the circle of suspected contributing causes. Looking at the incident scenario it has been established that the maxi move passive floor lift was involved with the adverse event - spreader bar detachment. The device was being used for patient/resident handling at that time the event took place. It failed to meet its specification - disengagement of the spreader bar assembly from load cell securing bolts occurred. There are no indications that this event is related to design or manufacturing of the maxi move floor lift. The trending was found to be very low and the post market surveillance will allow detecting recurrence of similar issues, if it were to recur.